Manufacturer narrative:
The device was returned to the MFR for repair. The record indicates the device is 13 yrs old and has not been returned to zimmer surgical for regular preventative maintenance. A visual inspection found the calibration out of specification, mechanical damage and the two cutters returned with the device , both produced unacceptable cuts. The cause of the reported issue is due to the device condition. The IFU states the device should be returned every 12 months for inspection and preventative maintenance. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer skin graft mesher damaged the skin graft. Additional clinical f/u with the hospital on (B)(6) 2010 indicated that an additional graft was harvested to complete the case.